Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that blood glucose went from 140 mg/dl to 45 mg/dl. Customer was feeling sick. Customer reported that blood glucose dropped due to over compensating for a bolus. Customer did not want to troubleshoot stating that insulin pump was working fine.